Event description:
Pt experienced respiratory arrest while device was in use. The pump had been set to infuse morphine 1 mg/dl with a pca dose of 2.0mg, pt lockout of 10 minutes and a 20.0mg 4 hour limit. The pump had been infusing as programmed without any problems for an unspecified period of time. The pt was noted to be cyanotic and was taken to the critical care unit. The pt had respiratory arrest with unspecified medical intervention requried. Customer report source states there was no indication of any equipment failure or overdelivery. Investigation indicates that the pump delivered appropriately as programmed. "The pt had a reaction to the morphine due to an unknown sensitivity to the drug." The pump is not implicated at this time in the event; therefore, the customer refused to give further pt info and clinical details. No add'l info was available.